Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeded normal limits as indicated by the cgm reading ¿high,¿ but a specific value was not known. The customer addressed the high blood glucose by administering a correction bolus via the pump. Reportedly, the customer changed the infusion set and cartridge, resuming insulin delivery.